Manufacturer narrative:
The investigation for the reported issue has been completed. The cause of the issue was a leak from the sidearm but the exact location of the leak was unknown since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella purge filter broke while the patient was still in catheterization lab, shortly after implant, for a reason unknown. A leak was observed and it was reported that no retainer was used. The medical team performed a purge bypass. There was no patient harm reported. It was noted that the patient was later withdrawn from care and expired while on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.